Event description:
It was reported that patient underwent a right anterior cruciate ligament repairment procedure on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to impingement of the anterior cruciate ligament on the posterior cruciate ligament which resulted in the graft on the anterior cruciate ligament to fracture. During the procedure, implants were removed and replaced with bone graft. There has been no reported revision procedure to date. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."